Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that beginning shortly after implant, the left ventricular [lv] lead has caused diaphragmatic stimulation when programmed at higher outputs. It was also reported that the right ventricular [rv] lead had increased threshold measurements and intermittent loss of capture. The lv lead remains in use; the pace/sense portion of the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.